Event description:
It was reported that the patient presented in the operation room for implant procedure. During the procedure, the guidewire failed to advance into the newly implanted left ventricular (lv) lead. The lv lead was not installed and the procedure was completed using an alternate lv lead on (B)(6)2022. The patient's condition was stable.

Manufacturer narrative:
The reported event of failure to advance guidewire into the left ventricular (lv) lead was not confirmed. As received, a complete lead was returned in one piece measuring 86.5 cm. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. S-curve evaluation was performed and the s-curve was measured to be within specification. The guidewire was able to be fully inserted into the lead and removed from the inner coil of the lead with no obstruction/restriction.